Event description:
It was reported that pt underwent unicompartmental knee placement procedure in 2005. Revision procedure was performed, due to pain, on march 08, 2006. Wear was noted on explanted tibial bearing.